Event description:
The facility reported a pump that displayed failure code 302:435:118:0007 during patient infusion. The pump alarmed and then failed to infuse as intended. A female was being infused with an unknown concentration of levophed and nitroglycerin. The facility had documented that there was some temporary harm to the patient that required treatment as a result of the shutdown. However, it was not documented what treatment was performed. The patient was documented as doing well, and that there is no further injury to the patient. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.